Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: dr. (B)(6), while impacting the cup, the impaction platform broke into two pieces. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 02/12/2013 per (B)(4). Complaint history review: a review of complaints in catsweb and trackwise related pn 206270, lot dm010812 shows 1 additional complaints related to the failure in this investigation. (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Dr. (B)(6), while impacting the cup, the impaction platform broke into two pieces. We were unable to remove the offset impaction shaft from the hip end effector.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6), while impacting the cup, the impaction platform broke into two pieces. We were unable to remove the offset impaction shaft from the hip end effector.